Event description:
It was reported the thunderbeat that the clamp did not work during surgery and displayed an error message. The surgeon removed the clamp from the patient and wanted to try it outside, but one of the jaws broke and detached from the clamp. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Corrected info: d3-mfg site contact info, d4, (expiration, lot, serial), d5, g1-mfg site contact info, h5. Additional info: d8, d9, h2, h3, h6, h7, h9. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the malfunction was attributed to stress related problems, however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer info.